Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Error history log review found a watchdog and a primary audible alarm background test. The root cause of the reported issue was found to be the watchdog failure was a symphathy alarm - was symphathizing from the primary audible alarm background test. Unable to determine the intermittent of the error. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump had a watchdog- audible alarm failure. No patient injury was reported.